Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07260. It was reported that the radiopaque marker detached from the rotawire. The target lesion was located in the left main coronary artery and the left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the ablation procedure, it was noted that the radiopaque markers of the rotawire detached and was not removed from the vessel of the patient. The procedure was completed with another of the same device. No further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device noted a kink in the body and the spring tip section was detached located at 329cm from the proximal end and the core wire was broken at 328.5cm. The overall length and the outer diameter (od) of the distal tip could not be measured due to the device condition. Od of the middle of the device and the proximal section were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07260. It was reported that the radiopaque marker detached from the rotawire. The target lesion was located in the left main coronary artery and the left anterior descending artery. A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During the ablation procedure, it was noted that the radiopaque markers of the rotawire detached and was not removed from the vessel of the patient. The procedure was completed with another of the same device. No further patient complications reported and the patient's status was stable.